Event description:
The customer reported that a patient had a bradycardia for which there was no alarm.

Manufacturer narrative:
The customer reported that the alarm configurations on his mp70 monitor was visual = latching, and audible = non latching. On (B) (6) 2009, a patient experienced a brady condition. The mp70 monitor generated a red alarm visually and audibly that was sent to and was enunciated by the emergin system. The brady condition corrected itself, so the audible alarm stopped (non latching), but the visual alarm continued since the user did not acknowledge the alarm (latching). The customer stated that about an hour later (8:15 am), the patient had a brady condition again, but the monitor did not alarm, and there was no emergin system alarm. The philips field service engineer went on site to investigate the issue. At first the hospital personnel did not give him access to the bedside or the information center, but later he was able to test the monitor and its alarms functionality. The monitor worked as intended. The fse sent the alarm logs to the philips product support engineers for evaluation. He stated that events occurred between 7am and 8:30am on (B) (6) 2009. The alarm logs were evaluated by the product support engineer, and was determined that the first brady alarm (visual and audible) occurred at 7:06 am and this alarm was sent to the emergin system. Alarm logs also showed that the latching visual alarm continued until 8:11:18 am where it was suspended by the user. The alarms were suspended at 8:13:41am. Based on the alarm logs, two tachy alarms occurred after this time for bed (B) (4). One alarm occurred at 8:44:08 am which was suspended at 8:44:25 am, and another occurred at 8:47:30 am which was suspended at 8:47:40 am. Philips confirms that these events happened since they are logged in the event logs, but philips cannot confirm that a brady occurred at 8:15 am since it is not logged in the event logs. The available alarm logs are consistent with the monitor alarming and working as intended. Product labeling, IFU m8000-9001k, warns the user not to rely on audible alarms when treating patients, "the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment". Based on the available information, the monitor's alarm configuration was reconfigured to include alarm reminder at both the bedside and central station. The monitor is currently in use at customer's site. Available information in the philips database does not indicate a systemic problem. No other calls were reported by this site for this issue, and no further evaluation or actions is warranted. (B) (4).